Event description:
It was reported that the physician bent the first catheter prior to insertion and it did not work. The user tried other multiparameter monitors (mpm) with the same results. The physician used a second catheter but the physician bent it again. However, the physician was able to get a reading with this second catheter so it was left in place. When the patient went to the patient floor/room, the second catheter was not working at one point but then it worked again. It was reported that the physician did not think it was the monitor or the catheters that had the problem. The patient has a history of autism. It was difficult to place the bolt. The bolt was not used and the catheter was sutured in place. It was thought that the catheter probably stopped working since the patient moves a lot. The patient has been discharged with no problems. The catheters and the packages were discarded.

Manufacturer narrative:
The devices involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.